Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned for investigation. The product label sticker indicated lot: recx2213. The stylet was returned within the catheter. The catheter was flushed with water using a 12 ml syringe and a spraying leak was noted between the 7 and 8 cm depth marker. Microscopic observation of the catheter surface near the leak location revealed a circumferential split. The catheter surface surrounding the split appeared to have a slight, outward bulge. The catheter was cut in order to inspect the internal surface. No additional internal surface damage was noted. The characteristics of the damage observed suggest stylet damage may be a contributing factor. Manipulation of the catheter over the stylet tip or readvancement of the stylet through the catheter may damage the catheter. The condition of the catheter prior to handling and use are unknown. Since the a leak was found in the catheter tubing, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that when flushing the catheter following the opening of its package, fluids leaked from the lower and middle parts of the catheter. It was suitable for implanted in the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2212 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing the catheter following the opening of its package, fluids leaked from the lower and middle parts of the catheter. It was suitable for implanted in the patient.